Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on-site and confirmed that there was fluoroscopy error. Fse checked wired footswitch function and it was ok. Fse cleaned footswitch pedal. After cleaning of footswitch pedal, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that there was an error with fluoroscopy. The device was inside of clinical use at the time of the event. No harm was reported to philips. A philips field service engineer (fse) visited the site and cleaned the wired footswitch pedal. The device was returned to expected functionality.